Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for call was to inquire about returning external devices as patient said no longer uses them and said that the implanted system was removed sometime last year. Patient said that the system was removed, because it fell out and patient said that has been fine without it. Patient confirmed device was removed by implanting physician and was performed at the doctor's clinic. Reviewed disposal information with patient and then warm transferred to hcit as patient requested that the handset be wiped so that can be repurposed. Email was sent to field rep for date of removal and name of facility with request for mpxr number of event. Agent attempted to contact patient to clarify the reason for removal however patient was not available so a voicemail was left with request for call back. Updated patient's phone and dob only and when receive exact date of removal of implant, another update will be sent.